Event description:
It was reported that on (B)(6) 2021, the patient's heartrate went to the 150's with activity and frequent nonsustained ventricular tachycardia overnight.

Event description:
It was reported that on (B)(6) 2021 the patient¿s heartrate rose to 150¿s bpm with activity and frequent nonsustained ventricular tachycardia overnight. Electrophysiology was consulted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021, at 17:02:50 through 19mar2021 at 11:17:28. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU, rev. A, is currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a medtronic single chamber implantable cardioverter-defibrillator on (B)(6) 2021.